Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04089: mesh, g04053: fiber, and g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusions and related harms, exposure or protrusions and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh shrinkage, pain, parathesis, seroma or hematoma and related harms, tissue ischemia, wound dehiscence and additional intervention including surgery. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation, therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: no information. Implant #1 procedure: laparoscopic incisional hernia repair. Implant: ¿gore mesh¿, 10 x15 [no product ID]. Implant #1 date: (B)(6) 2016 (hospitalization dates unknown). (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incisional hernia. Anesthesia: general. Complications: none. Procedure: ¿a veress needle was inserted in the left upper quadrant with insufflation of the abdomen. A 5 millimeter trocar was placed in this area. The scope was inserted into abdominal cavity. There were adhesions up to the anterior abdominal wall. Both a 5 and 1 millimeter trocar were placed in the left lower abdomen. Using the harmonic scalpel, the adhesions to the anterior abdominal wall were taken down until they were completely free. There were two hernia defects, one in the superior incisional area and one at the umbilicus. A piece of 10 x 15 mesh was used. It was the ¿gore mesh¿. A stitch was placed in the center, rolled up and into the abdominal cavity through the 10 millimeter port. A fascia needle was used penetrate the abdominal wall. The end of the suture was placed in the fascial needle and the mesh was pulled up to the anterior abdominal wall. The oval mesh was placed long ways. After we got it up to the anterior abdominal wall we made sure that the defects were completely covered. After this was done, the tacker was used to tack the mesh to the anterior abdominal wall. I did have to place a 5 millimeter trocar in the right lower quadrant enable to achieve this. Two tackers were used to seat the mesh to the anterior abdominal wall completely covering the defects. After this was done, the abdomen was scanned and no other injuries or abnormalities noted. The trocars were removed and the abdomen was desufflated by valsalva. The port sites were infiltrated with 0.5°/4 marcaine with epinephrine. The suture in the umbilical region was cut. The subcutaneous tissues were closed with vicryl and the skin was closed in a subcuticular fashion with monocryl. Dressings were applied as well as a binder. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ [no product ID information provided]. Relevant medical information: no information. Implant #2 preoperative complaints: (B)(6) 2017: (B)(6) hospital. (B)(6), md. Indications: ¿this is a 53-year-old female who approximately two months ago; underwent a ventral hernia repair laparoscopically. The patient recently has developed increased pain, which is point tender in the right upper quadrant. With a negative CT scan and nothing else to offer we brought her to laparoscopy today. Implant #2 procedure: laparoscopy with ventral hernia repair using a ¿12 centimeter round ¿gore mesh¿.¿ [no product ID provided]. Implant #2 date: (B)(6) 2017 (hospitalization (B)(6) 2015). (B)(6) 2017: (B)(6) hospital. ()(6) , md. Operative report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: ventral hernia in the right upper quadrant adjacent to the previously placed mesh. Procedure: ¿in the previous port site in the left upper quadrant a veress needle was inserted and checked with a drop test. The abdomen was then insufflated with 3 liters of carbon dioxide gas followed by a 5 millimeter trocar and the scope. A 10 millimeter trocar was placed just inferior to that 5 millimeter trocar. There were some adhesions to the anterior abdominal wall which were taken down with the harmonic scalpel. In the right upper quadrant just to the edge of the mesh there was a palpable weakness noted where she was complaining of this pain. In view of that I decided to place another piece of mesh covering that entire area. A 12 x 12 round piece of mesh was used. A vicryl suture was placed in the center. It was rolled up and placed into the abdominal cavity. A fascial needle was used to grab the suture and pull it up to the anterior abdominal wall. Two tackers were then used to completely secure the mesh to the anterior abdominal wall. After we were done with this, there was a good lye of the mesh completely covering the area where she was complaining of the pain. Otherwise the abdomen was scanned and no other injuries or abnormalities noted. All trocars were removed and the desufflated by valsalva. The port sites were infiltrated with 0.5% marcaine with epinephrine. The subcutaneous tissues were closed with vicryl and the skin was closed in a subcuticular fashion with monocryl. Dressings were applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition. ¿ [no product ID information provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. Product identification has not been confirmed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that a patient underwent unknown type hernia repair on (B)(6) 2016, whereby a gore® dualmesh® plus biomaterial was implanted. The lawsuit complaint alleges that the plaintiff "continued to experience chronic abdominal pain, and further experienced infections. The mesh continued to cause chronic abdominal pain, adhesions and fissures. The mesh required surgical removal, on, (B)(6) 2017." It was alleged that ¿[a]s a result of having the product implanted, the plaintiff has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, has suffered financial or economic loss, and/or lost income, and other damages." Additional event specific information was not provided.